Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit could zero pressure normally. Overall functionality was tested. The machine worked normally. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit unable to zero pressure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.